Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Current engineering logs end on 9/25/24. Since the exact event date was not reported by the user, available engineering logs were reviewed for the few days leading up to 9/25/24. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the description of the event, it is likely that this hyperglycemic event was caused by an infusion set failure.

Event description:
On 10/10/24 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The user did not know the exact event date and reported it occurred "a couple weeks ago." On 10/11/24 a beta bionics customer care agent followed up with the user about the event. The user experienced a pump infusion set site problem that led them to discontinue using the ilet and revert to their previous doses of multiple daily injections (mdi). The user was using the convatec inset (23", 6mm) teflon infusion set. They had been under frequent follow-up over the past two months but struggled to regain control. During this time, the user was admitted to the hospital for dka, having received treatment via an insulin drip before being released four days later. Although they could not recall the exact date of their admission, the user confirmed that the hospitalization was related to diabetes. The user was unable to sync their ilet data logs and expressed the need to return the device.